Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Five representative unused samples were received for the evaluation. All five samples were visually inspected, and no issues were found. The samples were tested for leaking. No leaking was observed. Therefore, the reported condition is not confirmed. A corrective and preventive action (CAPA) has been opened to further investigate and to implement effective solutions to prevent re-occurrence of this issue.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was leaking at the level of the screw thread connection.